Manufacturer narrative:
Batch review performed on 09 october 2023: lot 2001919: (B)(4) items manufactured and released on 08-jun-2020. Expiration date: 2025-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the medacta stem and head with a new medacta stem and head and revised the cup and liner with a competitor cup and liner. The surgery was completed successfully.